Event description:
The customer tested his blood glucose using 2 breeze2 meters and received readings of 421 and 200 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned the test strips for evaluation. Replacement test strips were sent to the customer.